Event description:
It was reported that the cadd-legacy 1 failed an accuracy test by a value of +8.95%. In addition, the lcd screen was damaged. No death or serious injury was reported in connection with this incident.